Manufacturer narrative:
Placed unit under microscope and found contamination / corrosion damage at the connector pins. Unable to perform functional tests due to contamination / corrosion damage at connector pins.

Event description:
Information received by medtronic indicated that the customer had a loss of communication issue between the pump and transmitter, lost the sensor signaland cannot find the sensor signal. No harm requiring medical intervention was reported. Troubleshooting was partially performed and found that the issue was not resolved. The customer discontinued the use of the device and the transmitter has been returned for analysis.